Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia and hyperglycemia. The customer blood glucose level was 40 mg/dl. The customer was treated with glucose and insulin for low and high blood glucose. Customer did not report any symptoms related to the blood glucose levels. Customer also reported that the insulin pump had issues with auto mode and sensor. The customer was assisted with troubleshooting but the issue was not resolved. The device will not be returned for analysis.